Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were going to make some changes to their settings this morning, but when they turned the handset on, they saw a message that the implanted neurostimulators battery had been depleted and therapy was no longer available. Agent asked, patient confirmed the message was the eos service code 302. Agent reviewed eos information with patient and redirected patient to their healthcare provider to further address the issue. Patient mentioned they had called the physicians office several times after the procedure and it was always a disaster trying to deal with them and the person that introduced them to the stimulator was always chaos. Patient said they were never told that they would no longer have therapy and the battery would go dead. Patient stated they were told it would take 10 years before anything would have to be done regarding their stimulator. Patient also mentioned they were not told that the battery longevity was based off of how intense the therapy was. Patient commented they thought they had the intensity at 2.0 and that the intensity was never turned up very high. Patient became escalated and stated they believe they received a defective stimulator battery. Patient stated the stimulator was an inconvenience, and that they were never recommend the device. Patient asked if there was a complaint department, and request to speak with a supervisor. Agent escalated call. Patient stated they may have a physician just remove their device, but they are inquiring on who will pay for any co-pays. Agent sent physical copy of physician listings to the patient via mail agent reviewed stim longevity is based off of usage. Agent called patient back. Patient stated they never increase the stimulation above 2 because their legs get tingling and feet numb and weak. Patient stated they were never told the ins would only last for 2 years or else she would not get the implant. Patient stated medtronic rep provided incorrect information to them. Patient asked about warranty. Patient stated medtronic should pay for surgery and replacement cost. Agent reviewed warranty information.